Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel was defective causing the unit not to alarm, which confirmed the original complaint issue.

Event description:
The dealer states that the unit will not alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the unit will not alarm.